Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was feeling a shocking sensation and uncomfortable stimulation. The patient reported that the pain was below the ins and the ins was in the upper cheek and the shocking or pin pricking was in the lower cheek area. It was confirmed that the therapy was off. The patient reported that they turned stimulation off on the day of this report. The patient used the programmer to verify that stimulation was turned off and stimulation was at 0.0 on program 2. There were no falls or traumas related to this issue. Additional information was received from the patient and it was reported that pain was there whether stimulation was on or off. The patient also reported that she did adjust however; she wasnt sure if she should leave it where it was last programmed by manufacturers representative or adjust until she felt it. The patient reported that she left a message for their healthcare professional and was waiting for a call back. The patient reported that they have an appointment at the end of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.